Event description:
It was reported that the device was used during a colorectal procedure. The device was fired and after opening the surgeon observed that the two distal staple lines had not been formed thus leaving the rectal stump open to the peritoneal cavity. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.